Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the 3 device on critical override. A technical support specialist confirmed with pharmacy the issue was resolved. Customer confirmed verified that no issues with messages or patients not crossing. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was on critical override and disconnected mode affecting all station. Customer stated that they can pull out the medication to patient but they have to add the patients as a temporary and they have to override the medication and order. There was no delay in patient care work flow. There was unknown the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.